Event description:
Additional information was received. It was reported that a follow up CT showed that the proximal type I endoleak self-resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 57.9x62.7mm in diameter abdominal aortic aneurysm. The vessels were moderately tortuous with mild calcification. The patient had a reverse conical neck, extremely short aortic neck, as well as tight distal aorta. It was reported that during the index procedure the physician prophylactically implanted six aptus endoanchors. The angiogram observed a small proximal type I endoleak and implanted two additional anchors however, the endoleak still persisted. Due to the tight distal aorta the physician gave the patient quite a bit of heparin during the procedure and believes that once the anticoagulation was reversed the type I endoleak would be resolved. In addition, after the procedure was completed, the aptus devices that were used were found to be expired. Both the applier and guide expired on three months ago. No additional clinical sequelae were reported and the patient is fine.